Event description:
Donit was reported that there was an issue with sy001ts - ennovate set screw sterile. According to the complaint description, there was noticed an abnormal noise from the cross connector cross-threaded during temporary fixing and it became impossible to tighten. Surgery was successfully completed after replacing with a new one. An additional medical intervention was necessary. Additional information has been requested. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: in the first step we made a visual inspection of the hexagon of the screw. The hexagon is in a proper condition, the flanks show no deformation or broken- off edges. In the next step we investigated the bottom of the screw. The bottom of the screw shows circular signs of wear. Lastly we investigated the thread of the screw. Neither the initial thread nor the rest of the thread shows any deformation or tear of parts. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There is one similar complaints aginst the same lot number out of the same clinic. The failure mode is not considered in the risk analysis. Therefore, the risk analysis has to be adjusted by research and development (r&d); the product safety case (psc) notes severity 2(5). Explanation and rationale: the circular wear traces on the bottom of the investigated screw are a sure hint for tightening the screw over a not correct (tilted) applied rod in the pedicle screw. The sample picture had shown the sickle-shaped wear pattern of a set screw which was tightened over a correctly applied rod. Therefore, we assume a usage related error. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably usage-related. There is no indication for a material-, manufacturing- or design-related failure. A psc was requested. Any action regarding CAPA will be addressed with this case.